Event description:
It was reported that during the implant attempt, there was noise on the rv lead after dft testing was complete. Prior to dft testing, the lead was with in normal parameters both with the analyzer tests and through the device. After the dft test was complete, noise on the rv lead was obvious. The hcp admittedly reported he had not backed out the set screw and "burped " out the air before tightening the set screw. When the device was removed from the pocket for examination, the set screw was loose. The hcp immediately flushed the header with saline as there was blood in the header where the rv lead had been. A new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual inspection revealed grommet damage.